Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the balloon leaked during the procedure. There were no reported clinical consequences to the patient.